Event description:
It was reported that the colonovideoscope's screen was noisy. There were no reports of patient involvement.

Manufacturer narrative:
E1 - (B)(6). The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. Additional findings of image blackout and error b30 reportable malfunctions were found by olympus. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.